Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No constant tone alarm was noted. The insulin pump had a cracked case at the display window corner.

Event description:
The customer reported a constant tone, blank display and a crack on the insulin pump casing. The customer also stated that there was moisture underneath the liquid crystal display. Advised that the insulin pump would be replaced. Nothing further was reported.